Manufacturer narrative:
(B)(4)

Event description:
Procedure: fem pop. According to the reporter: the clip cut the tissue. There was no unintended colostomy, formal lap, and re-operations. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no bleeding reported in excess of 250cc. No device fragment or component fell into the patient's cavity. There was no device fragment or component was left in the patient.